Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. It was also reported that the right ventricular (rv) lead exhibited high threshold, possible undersensing and capture was unable to be confirmed. The rv lead remains in use. No further patient complications have been reported as a result of this event.